Manufacturer narrative:
Follow-up # 1: date of submission: 2/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 2/03/2016 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with no evidence of cracks in or around the cartridge compartment as reported. Unrelated to the initial complaint, it was observed that the battery compartment was cracked from the top traveling to the bumper and was cracked from the bottom traveling to the bumper. The battery compartment¿s threads were stripped and were unable to secure. The returned battery cap was able to hold for testing. Also unrelated to the initial complaint, it was observed that the keypad was peeling off and the bolus button cover was peeled off and was not able to be tested.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.